Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient was in atrial fibrillation. A cardioversion was performed and converted the patient to sinus. Post release, it was noted the lp dislodged from the tissue and travelled to the coronary sinus. The lp was retrieved but not replaced. The patient was stable.